Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using abbott rapid test and the result was negative. There was no report of patient impact. Eua # (B)(4)

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an incorrect batch number was provided. The complaint was unable to be confirmed. There is no trend against identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0237421 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using abbott rapid test and the result was negative. There was no report of patient impact. Eua # (B)(4).